Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available.

Event description:
Dr. Indicated fracture. During placing the implant we tighten the implant for stability, during tightening the hex of the fixture mount got broken for 3 implants. Fmt3 (1) + fmt4 (2) following reply got from the doctor. 3 mounts fractured. 2 were of 4.7 size and 1 of 4.1 size implant. Implant 1: 4.7×11.5. Site 46. Implant 2: 4.1×13. Site 42. Implant 3: 4.7×13. Site 36. Implants were placed. The broken part was easily retrieved from the 2nd and 3rd implants. The piece was stuck in the 1st one and took us 15 minutes to remove and finally came out by using a scaler. Email send to confirm if the placement and removal date on the form is only for the mounts. Kg sep/15/2022.

Manufacturer narrative:
One (1) unknown implant 4.7x11.5, one (1) unknown implant 4.1x13, and one (1) unknown implant 4.7x13 were reported to have their mounts fracture during implant placement. However, the mounts were not returned for investigation, so visual evaluation could not be performed. Additionally, functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Pre-existing condition noted on the per was moderate bone density (type ii). The devices were reported at tooth location 36, 42, 46 (unknown dental notation system). The customer did not provide x-rays or images. Appropriate documents were reviewed: DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be confirmed/verified, and the reported event remains unverifiable due to the products not being returned. H3 other text: device not returned.

Event description:
No further event information available at the time of this report.